Manufacturer narrative:
Analysis of the device's electronic circuitry was tested both manually on the bench and using automated electrical testing system. All functional measurements were normal. No noise was detected on the real time egm although the stored egms showed one instance of noise consistent with a lead to can connection or lead damage issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise. A low pacing lead impedance was also observed. The physician suspects a device issue.